Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had been in storage for approximately two years and exhibited out of range measurements, with reduced output and rate noted. It was further noted that the daily measurements for this crt-d had been out of range for over one year. Technical services (ts) indicated that there was no definitive resolution available through data review, as the out of range measurements were expected to persist. Ts further advised that the inventory analyst should be consulted to discuss potential return of the device. This crt-d was not used in a patient. This product has not been returned for analysis. No adverse patient effects were reported. Additional information is being requested from the field.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.